Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Evaluation determined the cause to be a failed input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no patient incident.